Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There were no anomalies found.

Event description:
It was reported that the left ventricular (lv) lead was deemed to be in a suboptimal position. The lv lead was explanted and replaced. It was also reported that there was significant undersensing on the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7120 competitor implantable tachy lead, (B)(6) 2011; 5076 implantable pacing lead, (B)(6) 2004. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.